Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional info pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
This event was discovered during a review of database reports. An adverse event form was submitted for subluxation. Pt transfer to bed resulted in anterior subluxation/dislocation of the operative hip. This event was not considered serious or related to device. The hip was relocated in 2007. The site has not indicated whether or not the event is resolved.